Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-10744 & 2134265-2017-10745. It was reported that stent thrombosis occurred and the patient died. The patient presented with acute myocardial infarction. Vascular access was obtained via the femoral artery the 95% stenosed, eccentric, de novo, target lesion was observed in a mildly tortuous, non-calcified right coronary artery (rca) with a significant bend between 45 and 90 degrees. Following pre-dilatation, a 2.50x24mm promus element¿ plus was deployed in the distal rca, a 2.75x38mm promus premier¿ was deployed in the mid rca, a 38 x 3.00 promus premier¿ was deployed in the proximal rca and the lesion was post-dilated. The patient had acute stent thrombosis and died on the table. No autopsy was performed.